Manufacturer narrative:
According to service technician, the issue is related to equipment side of the facility. Unit was carefully inspected by authorized service technician and the issue could not be reproduced. Electrical safety checks were performed and positively passed. Functional test passed positively as well and unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2019 and one other similar event has been reported in 2024. Based on the above, and taking into consideration that customer had previously experienced same issue, it is reasonable to assume that the root cause of the 3t shut down is a faulty electrical outlet port or electrical system of the facility. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that the power supply to the heater-cooler system 3t device went out twice during a procedure.there was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the affected part was returned to livanova japan for a detailed investigation. The technician could not reproduce the reported issue. No abnormalities were found as a result. Subsequent functional verification testing and electrical safety test were completed without issues and the unit was returned to service. Since a similar problem occurred before (MFR report number #9611109-2024-00178) and at that time it was replaced the main switch, it is planned to check the hospital's electrical equipment. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.